Event description:
Hosp advised that an infusion was set up to induce labor. At approx 10:40 am infusion was started at a rate of 1ml/hr. At approx 11:45, the rate was increased to 2 ml/hr. The user advised they noticed the drips in the drip chamber appeared to be very fast. The pt then experienced a hard contraction. The nurse removed this device from the pt. When the clinicians reviewed the amount delivered, the volume infused indicated 6ml had been delivered. There was no pt consequence or medical intervention required.